Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and mildly calcified iliac. A 6.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During the procedure, the device was not smooth during insertion. Upon removal, it was noted that the blade came in contact with the 6f sheath resulting in a cut in the sheath. There was no separation and no problem with the blades of the device noted. There was some resistance but the device was removed normally and the procedure was completed with this device. No patient complications were reported.